Event description:
It was reported that during deployment, the stent elongated from 100mm to approx 200mm. No additional action was taken. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway.